Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the hcp increased the patient's pump settings today and later the patient passed out, was drowsy and experienced decreased respirations. The caller was concerned that if the dose did not get decreased that the patient would relapse. It was requested that a device manufacturer representative be paged. No further complications have been reported as a result of this event.